Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of quality issue of device does not power on. There was no allegation of patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer product investigation laboratory for further evaluation. Pil used the customer supplied power supply, and ac power cord with the ds2 (dreamstation 2) and observed no air flow. Pil performed an external and internal inspection of the device and observed iso (international organization for standardization) port deformed from possible thermal event, possible thermal events across the back of the pca (printed circuit assembly) at q3, potential mineral deposits and corrosion on top of pca (printed circuit assembly) indicate possible water was on the pca, ui (user interface) panel discolored underneath from possible thermal event. The investigation also found dust-like contamination at the air inlet of the blower box, in the blower box, on the inlet/outlet seal, heater plate, heater plate spring, bottom enclosure under the heater plate spring, inside the water tank, in the iso port, and hair-like contamination on the blower motor. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The manufacturer investigation concludes that the source of contamination was most likely external to the device. Pil was also confirmed the complaint of device does not power on, possibly due to the thermal event. The device was scrapped after investigation.